Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient is a medical doctor. He recently had covid and noted that his bg has been erratic as a result. He has now recovered from the covid but stated he has been still struggling with his bg levels being elevated. He initially experienced a hyperglycemic event with his bg above 20 mmol/l. He bolused 60 units of insulin which he calculated would bring him down to approximately 10-12 mmol/l. A few hours later, he appeared to be having a stroke, with peripheral paralysis, and then lost consciousness. His wife called for an ambulance and she and their son assisted him. While the wife was talking to emergency medical services (ems) requesting the ambulance, she asked if she should administer a hypo-kit; the responder asked for his glucose level and advised the wife to just rub honey on his gums, which she did, as ems stated that he was not "low enough¿ for the hypo-kit. The wife could not remember what bg value she provided to ems but thinks it may have been over 4.4 mmol/l. The wife also called the patient's colleague/friend who lives nearby and arrived in about 10 minutes and assessed his condition. The sensor glucose (cgm) was 3.8 mmol/l; the colleague performed a fingerstick bg which was 1.1 mmol/l. The patient¿s low alert was set to 4 mmol/l; he stated that his alert did not go off, that his wife verified that her follow app alert also did not go off, and that she never turns her phone on silent. His colleague administered a hypo-kit (glucagon). The patient regained consciousness within about 20-30 minutes and had a glascow coma scale score of 9/15. The peripheral paralysis remained for about an hour after he regained consciousness. The ambulance did not arrive until an hour after being called. They checked his glascow coma scale again; the score was not provided. There was no report of any further intervention having been provided by the paramedics. The patient declined to go to the hospital. At the time of the report the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.